Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm. Device received with cracked battery tube threads and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose was 6.0 mmol/l. Customer wears the device on the underwear. The device is not against her skin. A button was not pressed for longer than three minutes. The alarm cannot be cleared. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.